Event description:
It was reported that the patient was found expired, with his head stuck between the mattress and the bottom of the full length siderail. The unit was evaluated by the manufacturer's service technician, and no defects or malfunctions were found, and no correction required.